Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. The customer¿s blood glucose level was 96 mg/dl. The customer stated that they had tried four batteries and was not cleared. The troubleshooting was advised to remove the battery cap and put it back and to tighten and confirmed that pump was working now. The insulin pump will not be returned for analysis.